Event description:
On (B) (6) 2008, the pt reported receiving an e6 (mechanical) error during basal delivery with 175 units of insulin remaining in the insulin cartridge. He stated that this occurred twice in sept and 4 times in (B) (6). He stated that the error occurs when 175 units of insulin are remaining in the insulin cartridge. He stated that the piston rod makes a clicking and grinding noise during retraction. The battery had been in use for one week. The infusion device had not been dropped or exposed to water. He inserted a new battery, retracted and extended the piston rod, and at the 175 mark the infusion device made a clicking noise and the piston rod stopped. He pressed the down button and the piston rod resumed. He stated that he will switch to injection therapy. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Prod was replaced and requested to be returned for eval.